Event description:
This rv lead was implanted on (B)(6) 02. Technical services received a call on (B)(6) 2011. Caller stated that this lead is coming out with no replacement. Physician is dr. (B)(6) at (B)(6) in (B)(6). Caller does not know reason why lead is coming out. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).